Manufacturer narrative:
Reference#: (B)(4).

Event description:
Customer reported patient with a retained pillcam sb 3 capsule. Patient ingested the sb3 capsule on (B)(6) 2016 and has not passed the capsule. Capsule endoscopy confirmed the patient has crohn's disease and has been prescribed remicade. A kub was performed identifying that the capsule is still retained. Patient is currently being monitored, is asymptomatic, and has been discharged.